Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The user facility reported that the user was trying to seal a vessel when the hand piece stopped working during an unspecified procedure. It was reported that a plastic piece fell off the distal end of the hand piece. The plastic piece was removed from the patient. The hand piece and the plastic piece will be returned to olympus for evaluation. On (B)(6) 2017 olympus received a medwatch form (B)(4), which states ¿"during a lavh bilateral salpingectomy and right ovarian cystectomy procedure, the tissue management hand piece failed to seal vessel. Surgeon could not reactivate surgical rf/ultrasonic hand piece. Surgeon noted small plastic piece that broke away from the hand piece. Both hand piece and detached broken piece removed and alternate hand piece acquired to complete case with no harm to patient. Device sequestered and sent to biomedical for reporting and evaluation."